Event description:
Healthcare professional reported, right side rupture. And capsular contracture, baker grade iii/IV. The device has been explanted and replaced with non-allergan brand. It has been determined, that the device associated with this complaint is not PMA approved. This record is no longer reportable to FDA. And will be un-reported.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #2. Aware date should have been listed as 05/04/2024.

Event description:
Explanting physician reported right side rupture and capsular contracture baker grade iii/IV diagnosed by ultrasound. The device has been explanted and replaced with another manufacturers device.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., d1, d2a, d2b, g4, h.6.

Event description:
Healthcare professional reported right rupture was not visible at explant. The device has been explanted.

Manufacturer narrative:
E1.: phone number : (B)(6). The event of capsular contracture is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture, baker grade unknown.

Event description:
Healthcare professional reported, right side rupture. And capsular contracture, baker grade unknown. Device status is unknown.